Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge leaked after loading the cartridge onto the pump. Additionally, it was reported that there was a scratch/crack on the pump's screen. There was no reported impact to the customer's blood glucose level.